Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
It was reported that this patient's knee revision components were removed (explanted) due to infection. A static antibiotic spacer was hand made by dr. (B)(6), utilizing a depuy synthes humeral nail and antibiotic cement, and then implanted into the patient's knee to stabilize his knee. The patient's knee will be revised a second time if and when the infection clears up. The initial knee revision procedure was performed eight years ago, on (B)(6) 2013, by dr. (B)(6) at (B)(6) hospital. Doi: (B)(6) 2013, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.